Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during implant this right atrial (ra) lead had difficulty with helix extension despite proper technique. When tested on the device and pacing system analyzer (psa) the lead exhibited noise. The lead was explanted, and a new ra lead was implanted successfully. It was reported that there were no additional adverse patient effects.